Manufacturer narrative:
The insulin pump was received with missing segment, partial display due to cracked and bleeding lcd glass. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the display had a black mark and an arrow pointing up that looked like the pixels were messed up. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return to normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.